Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the patient experienced protrusion of the anchor on her midline incision causing discomfort and discomfort at the pocket site. The patient will undergo a pocket revision.

Event description:
A report was received that the patient experienced protrusion of the anchor on her midline incision causing discomfort and discomfort at the pocket site. The patient will undergo a pocket revision.